Event description:
The account alleged when the bed is lowered and gets to the bottom, it will come up 6-8 inches unintentionally.

Manufacturer narrative:
The account replaced the hi/low limit switch to repair the bed.